Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to her feeling/ normal(s). The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (b)(46), 2010 at 9am. The patient reportedly obtained blood glucose results of "150 and 165 mg/dl" with the subject meter. The patient stated she does not manage her diabetes with oral medication or insulin; however, after the alleged issue occurred, the patient indicated she continued with her usual diabetes routine. According to the csr documentation, the patient claimed she became nervous and shaky a few minutes after the alleged issue began. The patient, however, denied receiving any treatment as a result of the reported meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. The csr noted that the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Caller alleged imprecision with inratio meter on 3 normal patients. Results as follows: date: (B)(6) 2010; inr: 1.5, 1.6, 2.0.

Event description:
Boston scientific crm received information that while performing defibrillation threshold testing (dft's) with this implantable cardioverter defibrillator (ICD), some undersensing was noted post-induction. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
The medical surveillance specialist (mss) spoke with the lay user/ patient on october 11, 2010 and obtained the following information: the complaint is no longer a reportable. There is no evidence the alleged issue caused the serious injury. The patient indicated she was performing several vigorous tasks prior to testing and clarified she has the tendency to experience some shaking, especially after performing additional chores (more than normal). In response to her reported symptoms, the patient stated she drank water.